Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was suspected. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received in normal working condition. Analysis indicated device was implanted beyond its intended longevity. Electrical and mechanical test results indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported even of early battery depletion was not confirmed.